Manufacturer narrative:
The new information received from investigation report included that the thermacare heatwrap (thermacare lower back & hip) lot number was m19504 and manufacture date was 30jul2015. The sample was not requested by the company. On (B)(6) 2016, one retain sample evaluation from batch m19504 was performed which showed no obvious defects. The plant reviewed the batch from a manufacturing and technical perspective. No quality issues were identified upon the review of batch records, release testing data or, inspection of retained samples. There were no known site investigations associated with the batch. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, all thermal results met product release criteria. The review of the batch device history record for the batch concluded all release requirements were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with the batch indicated that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run reports of all wraps met the required temperature specifications. Consumer alleged burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. It was reported that further investigation was not required. Final confirmation status was reported as not confirmed.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number lm19504 (also reported as (B)(4)), expiration date 01jun2018, from (B)(6) 2016 for back spasm, muscle spasms and back pain. The patient medical history included high cholesterol. Concomitant medication included atorvastatin calcium (lipitor) orally at 20mg once a day for high cholesterol, escitalopram oxalate (lexapro) at orally at 20mg once a day for anxiety and nerves, fish oil, ergocalciferol (vitamin d) at 1000 mg and 2000 mg, vitamin b complex, and acetylsalicylic acid (baby aspirin). Past drug history included she used the thermacare wrap and got burn, a tiny burn on her back side, it was kind of like a sunburn, it was very minimal on an unknown date and activon for pain. The patient reported she had been using the thermacare wrap off and on for number of years. On (B)(6) 2016, she wore the wrap (start time 2 o' clock in afternoon and stop time 6:30 or 7 o' clock in afternoon), she experienced burn, it hurts, the size of the burn was probably like baseball and the size of one blister was like the quarter of baseball and that was on her lower right hip. She had four really big burns around the same place. She reported she was severely burned and had small burn on backside. The patient was hospitalized due to burn and blister on (B)(6) 2016. There was drainage of blood from the burn. On an unspecified date, the patient experienced redness. Therapeutic measures were taken included taking first aid antibiotic ointment original strength and ibuprofen three times a day. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The outcome of redness and blister is recovering. The outcome of the other events was not recovered. The patient did not have any problem like diabetes, rheumatoid arthritis, heart disease, neuropathy, and any skin allergies like skin rashes, sensitive skin or any other skin disorders. The patient mentioned her skin tone was light or fair. She has previously used other heat products for pain relief (activon). She did not use any creams, rubs or gels under the wrap. The patient mentioned that once she had the problem with thermacare before but that was minor. There was no any defect on the wrap like cuts, tears, holes, leaks. The patient did not change or modify the wrap in any way. She did not feel the wrap is getting too hot. She did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping. The patient did not use the wrap directly against the skin. She attached the adhesive to clothing and wore over underwear. The patient used the wrap as was instructed on the box and checked her skin under the product while wearing thermacare. The patient had used the wrap over the correct part of the body. The patient did not overlap the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. The patient did not exercise while using the wrap. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(6) 2016): new information from a contactable consumer includes: patient details, medical history, product indication, lot number and expiration date, dosage regimen, concomitant medications, reaction data (additional event: redness), hospitalization, therapeutic measures, and outcome of events. Follow up ((B)(6) 2016): new information received from a contactable consumer included past product history (reaction verbatim tiny burn on her back side, it was kind of like a sunburn. It was very minimal while using thermacare heatwrap), concomitant product data (additional indications), product data (additional indication), and reaction data (additional event verbatim severely burned and had small burn on backside). Follow-up ((B)(6) 2016): this contactable consumer reported by way of claim letter. This female patient wore the thermacare heatwrap from approximately 1 to 5 pm on (B)(6) 2015. After removing the wrap, she experienced pain and had burns on her back. It was reported that her burns were not infected. As of (B)(6) 2016, the clinical outcome of the event pain was unknown. Follow-up ((B)(6) 2016): this contactable consumer reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare lower back & hip) in (B)(6) 2015 and wore it on (B)(6) 2016 approximately for 4-5 hrs and discontinued on the same day to treat lower back and hip. On an unknown date, she had scars left from the thermacare heatwrap, bleeding and her skin coming off. As of (B)(6) 2016, the clinical outcome of the events scars and her skin coming off was unknown. Follow-up ((B)(6) 2016): the new information received from investigation report included that the thermacare heatwrap (thermacare lower back & hip) lot number was m19504 and manufacture date was 30jul2015. The sample was not requested by the company. On (B)(6) 2016, one retain sample evaluation from batch m19504 was performed which showed no obvious defects. The plant reviewed the batch from a manufacturing and technical perspective. No quality issues were identified upon the review of batch records, release testing data or, inspection of retained samples. There were no known site investigations associated with the batch. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, all thermal results met product release criteria. The review of the batch device history record for the batch concluded all release requirements were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with the batch indicated that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run reports of all wraps met the required temperature specifications. Consumer alleged burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. It was reported that further investigation was not required. Final confirmation status was reported as not confirmed. Evaluation summary: the new information received from investigation report included that the thermacare heatwrap (thermacare lower back & hip) lot number was m19504 and manufacture date was 30jul2015. The sample was not requested by the company. On (B)(6) 2016, one retain sample evaluation from batch m19504 was performed which showed no obvious defects. The plant reviewed the batch from a manufacturing and technical perspective. No quality issues were identified upon the review of batch records, release testing data or, inspection of retained samples. There were no known site investigations associated with the batch. Retained samples met the product description and the product was within expiration date. After a review of the batch thermal records, all thermal results met product release criteria. The review of the batch device history record for the batch concluded all release requirements were met. Review of the packaging attributes (pouch, carton, and shipper container) quality checks associated with the batch indicated that all required in process inspections were performed and all inspection criteria was met. Thermal data for the two day run reports of all wraps met the required temperature specifications. Consumer alleged burn from wrap. The cause of the alleged burn was inconclusive since review of records did not provide evidence to support defective product. The product effect may vary with each individual. It was reported that further investigation was not required. Final confirmation status was reported as not confirmed.

Event description:
Burn, it hurts/ severely burned/ small burn on backside [thermal burn], blister [blister], drainage of blood from the burn [haemorrhage], redness [erythema], pain [pain], scars left from the thermacare heatwrap [scar], skin coming off [skin exfoliation]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number lm19504 (also reported as mi950407/31), expiration date 01jun2018, from (B)(6) 2016 for back spasm, muscle spasms and back pain. The patient medical history included high cholesterol. Concomitant medication included atorvastatin calcium (lipitor) orally at 20mg once a day for high cholesterol, escitalopram oxalate (lexapro) at orally at 20mg once a day for anxiety and nerves, fish oil, ergocalciferol (vitamin d) at 1000 mg and 2000 mg, vitamin b complex, and acetylsalicylic acid (baby aspirin). Past drug history included she used the thermacare wrap and got burn, a tiny burn on her back side, it was kind of like a sunburn, it was very minimal on an unknown date and activon for pain. The patient reported she had been using the thermacare wrap off and on for number of years. On (B)(6) 2016, she wore the wrap (start time 2 o' clock in afternoon and stop time 6:30 or 7 o' clock in afternoon), she experienced burn, it hurts, the size of the burn was probably like baseball and the size of one blister was like the quarter of baseball and that was on her lower right hip. She had four really big burns around the same place. She reported she was severely burned and had small burn on backside. The patient was hospitalized due to burn and blister on (B)(6) 2016. There was drainage of blood from the burn. On an unspecified date, the patient experienced redness. Therapeutic measures were taken included taking first aid antibiotic ointment original strength and ibuprofen three times a day. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The outcome of redness and blister is recovering. The outcome of the other events was not recovered. The patient did not have any problem like diabetes, rheumatoid arthritis, heart disease, neuropathy, and any skin allergies like skin rashes, sensitive skin or any other skin disorders. The patient mentioned her skin tone was light or fair. She has previously used other heat products for pain relief (activon). She did not use any creams, rubs or gels under the wrap. The patient mentioned that once she had the problem with thermacare before but that was minor. There was no any defect on the wrap like cuts, tears, holes, leaks. The patient did not change or modify the wrap in any way. She did not feel the wrap is getting too hot. She did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping. The patient did not use the wrap directly against the skin. She attached the adhesive to clothing and wore over underwear. The patient used the wrap as was instructed on the box and checked her skin under the product while wearing thermacare. The patient had used the wrap over the correct part of the body. The patient did not overlap the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. The patient did not exercise while using the wrap. Additional information has been requested and will be provided as it becomes available. Follow up (25jan2016): new information from a contactable consumer includes: patient details, medical history, product indication, lot number and expiration date, dosage regimen, concomitant medications, reaction data (additional event: redness), hospitalization, therapeutic measures, and outcome of events. Follow up (04feb2016): new information received from a contactable consumer included past product history (reaction verbatim tiny burn on her back side, it was kind of like a sunburn. It was very minimal while using thermacare heatwrap), concomitant product data (additional indications), product data (additional indication), and reaction data (additional event verbatim severely burned and had small burn on backside). Follow-up (22feb2016): this contactable consumer reported by way of claim letter. This female patient wore the thermacare heatwrap from approximately 1 to 5 pm on (B)(6) 2015. After removing the wrap, she experienced pain and had burns on her back. It was reported that her burns were not infected. As of (B)(6) 2016, the clinical outcome of the event pain was unknown. Follow-up (29feb2016): this contactable consumer reported by way of consumer questionnaire. This female patient purchased thermacare heatwrap (thermacare lower back & hip) in (B)(6) 2015 and wore it on (B)(6) 2016 approximately for 4-5 hrs and discontinued on the same day to treat lower back and hip. On an unknown date, she had scars left from the thermacare heatwrap, bleeding and her skin coming off. As of (B)(6) 2016, the clinical outcome of the events scars and her skin coming off was unknown.

Event description:
Burn, it hurts [thermal burn]. Blister [blister]. Drainage of blood from the burn [haemorrhage]. Redness [erythema]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number lm19504 (also reported as (B)(4)), expiration date 01jun2018, from (B)(6) 2016 for back spasm and back pain. The patient medical history included high cholesterol. Concomitant medication included atorvastatin calcium (lipitor) orally at 20mg once a day for cholesterol, escitalopram oxalate (lexapro) at orally at 20mg once a day for anxiety, fish oil, ergocalciferol (vitamin d) at 1000 mg and 2000 mg, vitamin b complex, and acetylsalicylic acid (baby aspirin). Past drug history included she ever used the thermacare wrap and got burn on an unknown date. The patient reported she had been using the thermacare wrap off and on for number of years. On (B)(6) 2016, she wore the wrap (start time 2 o' clock in afternoon and stop time 6:30 or 7 o' clock in afternoon), she experienced burn, it hurts, the size of the burn was probably like baseball and the size of one blister was like the quarter of baseball and that was on her lower right hip. She had four really big burns around the same place. The patient was hospitalized due to burn and blister on (B)(6) 2016. There was drainage of blood from the burn. On an unspecified date, the patient experienced redness. Therapeutic measures were taken included taking first aid antibiotic ointment original strength and ibuprofen three times a day. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The outcome of redness and blister is recovering. The outcome of the other events was not recovered. The patient did not have any problem like diabetes, rheumatoid arthritis, heart disease, neuropathy, and any skin allergies like skin rashes, sensitive skin or any other skin disorders. The patient mentioned her skin tone was light. She has previously used other heat products for pain relief (unspecified). She did not use any creams, rubs or gels under the wrap. The patient mentioned that once she had the problem with thermacare before but that was minor. There was no any defect on the wrap like cuts, tears, holes, leaks. The patient did not change or modify the wrap in any way. She did not feel the wrap is getting too hot. She did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping. The patient did not use the wrap directly against the skin. She attached the adhesive to clothing and wore over underwear. The patient used the wrap as was instructed on the box and checked her skin under the product while wearing thermacare. The patient had used the wrap over the correct part of the body. The patient did not overlap the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. The patient did not exercise while using the wrap. Additional information has been requested and will be provided as it becomes available. Follow up (25jan2016): new information from a contactable consumer includes: patient details, medical history, product indication, lot number and expiration date, dosage regimen, concomitant medications, reaction data (additional event: redness), hospitalization, therapeutic measures, and outcome of events. Company clinical evaluation comment based on the information provided, the event "burn, blister, and drainage of blood from the burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. The event erythema is assessed as associated with device uses. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn, blister, and drainage of blood from the burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. The event erythema is assessed as associated with device uses. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Burn,it hurts [thermal burn]. Blister [blister]. Drainage of blood from the burn [haemorrhage]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number lm19504, expiration date 2018, from an unspecified date for back spasm. The patient medical history was not reported. Concomitant medication included atorvastatin calcium (lipitor) orally at 20mg once a day, escitalopram oxalate (lexapro) at orally at 20mg once a day, fish oil, ergocalciferol (vitamin d) at 1000 mg and 2000 mg. Past drug history included she ever used the thermacare wrap and got burn on an unknown date. The patient reported she had been using the thermacare wrap off and on for number of years. On (B)(6) 2016, she wore the wrap (start time 2 o' clock in afternoon and stop time 6:30 or 7 o' clock in afternoon), she experienced burn, it hurts, the size of the burn was probably like baseball and the size of one blister was like the quarter of baseball and that was on her lower right hip. She had four really big burns around the same place. There was drainage of blood from the burn. Therapeutic measures were taken included taking first aid antibiotic ointment original strength. The outcome of the events was unknown. The patient did not have any problem like diabetes, rheumatoid arthritis, heart disease, neuropathy, and any skin allergies like skin rashes, sensitive skin or any other skin disorders. The patient mentioned her skin tone was light. She did not use any creams, rubs or gels under the wrap. The patient mentioned that once she had the problem with thermacare before but that was minor. There was no any defect on the wrap like cuts, tears, holes, leaks. The patient did not change or modify the wrap in any way. She did not feel the wrap is getting too hot. She did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping. The patient did not use the wrap directly against the skin. The patient used the wrap as that was instructed on the box. The patient had used the wrap over the correct part of the body. The patient did not overlap the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. The patient did not exercise while using the wrap. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn, blister and drainage of blood from the burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn, blister and drainage of blood from the burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn, it hurts/ severely burned/ small burn on backside [thermal burn]. Blister [blister]. Drainage of blood from the burn [haemorrhage]. Redness [erythema]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number lm19504 (also reported as mi950407/31), expiration date 01jun2018. From (B)(6) 2016 for back spasm, muscle spasms and back pain. The patient medical history included high cholesterol. Concomitant medication included atorvastatin calcium (lipitor) orally at 20mg once a day for high cholesterol, escitalopram oxalate (lexapro) at orally at 20mg once a day for anxiety and nerves, fish oil, ergocalciferol (vitamin d) at 1000 mg and 2000 mg, vitamin b complex, and acetylsalicylic acid (baby aspirin). Past drug history included she used the thermacare wrap and got burn, a tiny burn on her back side, it was kind of like a sunburn, it was very minimal on an unknown date and activon for pain. The patient reported she had been using the thermacare wrap off and on for number of years. On (B)(6) 2016, she wore the wrap (start time 2 o' clock in afternoon and stop time 6:30 or 7 o' clock in afternoon), she experienced burn, it hurts, the size of the burn was probably like baseball and the size of one blister was like the quarter of baseball and that was on her lower right hip. She had four really big burns around the same place. She reported she was severely burned and had small burn on backside. The patient was hospitalized due to burn and blister on (B)(6) 2016. There was drainage of blood from the burn. On an unspecified date, the patient experienced redness. Therapeutic measures were taken included taking first aid antibiotic ointment original strength and ibuprofen three times a day. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The outcome of redness and blister is recovering. The outcome of the other events was not recovered. The patient did not have any problem like diabetes, rheumatoid arthritis, heart disease, neuropathy, and any skin allergies like skin rashes, sensitive skin or any other skin disorders. The patient mentioned her skin tone was light or fair. She has previously used other heat products for pain relief (activon). She did not use any creams, rubs or gels under the wrap. The patient mentioned that once she had the problem with thermacare before but that was minor. There was no any defect on the wrap like cuts, tears, holes, leaks. The patient did not change or modify the wrap in any way. She did not feel the wrap is getting too hot. She did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping. The patient did not use the wrap directly against the skin. She attached the adhesive to clothing and wore over underwear. The patient used the wrap as was instructed on the box and checked her skin under the product while wearing thermacare. The patient had used the wrap over the correct part of the body. The patient did not overlap the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. The patient did not exercise while using the wrap. Additional information has been requested and will be provided as it becomes available. Follow up (25jan2016): new information from a contactable consumer includes: patient details, medical history, product indication, lot number and expiration date, dosage regimen, concomitant medications, reaction data (additional event: redness), hospitalization, therapeutic measures, and outcome of events. Follow up (04feb2016): new information received from a contactable consumer included past product history (reaction verbatim tiny burn on her back side, it was kind of like a sunburn. It was very minimal while using thermacare heatwrap), concomitant product data (additional indications), product data (additional indication), and reaction data (additional event verbatim severely burned and had small burn on backside). Company clinical evaluation comment based on the information provided, the event "burn, blister, and drainage of blood from the burn" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. The event erythema is assessed as associated with device uses. This case meets follow up 10-day (B)(4) and 30-day FDA reportability.

Event description:
Burn, it hurts/ severely burned/ small burn on backside [thermal burn]. Blister [blister]. Drainage of blood from the burn [haemorrhage]. Redness [erythema]. Pain [pain]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year-old caucasian female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number lm19504 (also reported as mi950407/31), expiration date 01jun2018, from (B)(6) 2016 for back spasm, muscle spasms and back pain. The patient medical history included high cholesterol. Concomitant medication included atorvastatin calcium (lipitor) orally at 20mg once a day for high cholesterol, escitalopram oxalate (lexapro) at orally at 20mg once a day for anxiety and nerves, fish oil, ergocalciferol (vitamin d) at 1000 mg and 2000 mg, vitamin b complex, and acetylsalicylic acid (baby aspirin). Past drug history included she used the thermacare wrap and got burn, a tiny burn on her back side, it was kind of like a sunburn, it was very minimal on an unknown date and activon for pain. The patient reported she had been using the thermacare wrap off and on for number of years. On (B)(6) 2016, she wore the wrap (start time 2 o' clock in afternoon and stop time 6:30 or 7 o' clock in afternoon), she experienced burn, it hurts, the size of the burn was probably like baseball and the size of one blister was like the quarter of baseball and that was on her lower right hip. She had four really big burns around the same place. She reported she was severely burned and had small burn on backside. The patient was hospitalized due to burn and blister on (B)(6) 2016. There was drainage of blood from the burn. On an unspecified date, the patient experienced redness. Therapeutic measures were taken included taking first aid antibiotic ointment original strength and ibuprofen three times a day. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. The outcome of redness and blister is recovering. The outcome of the other events was not recovered. The patient did not have any problem like diabetes, rheumatoid arthritis, heart disease, neuropathy, and any skin allergies like skin rashes, sensitive skin or any other skin disorders. The patient mentioned her skin tone was light or fair. She has previously used other heat products for pain relief (activon). She did not use any creams, rubs or gels under the wrap. The patient mentioned that once she had the problem with thermacare before but that was minor. There was no any defect on the wrap like cuts, tears, holes, leaks. The patient did not change or modify the wrap in any way. She did not feel the wrap is getting too hot. She did not put the wrap in the microwave. The patient did not use the wrap overnight or while sleeping. The patient did not use the wrap directly against the skin. She attached the adhesive to clothing and wore over underwear. The patient used the wrap as was instructed on the box and checked her skin under the product while wearing thermacare. The patient had used the wrap over the correct part of the body. The patient did not overlap the wrap. The patient did not apply any pressure over the wrap. The patient did not wear more than 2 layers of clothing over the wrap. The patient did not exercise while using the wrap. Additional information has been requested and will be provided as it becomes available. Follow up (25jan2016): new information from a contactable consumer includes: patient details, medical history, product indication, lot number and expiration date, dosage regimen, concomitant medications, reaction data (additional event: redness), hospitalization, therapeutic measures, and outcome of events. Follow up (04feb2016): new information received from a contactable consumer included past product history (reaction verbatim tiny burn on her back side, it was kind of like a sunburn. It was very minimal while using thermacare heatwrap), concomitant product data (additional indications), product data (additional indication), and reaction data (additional event verbatim severely burned and had small burn on backside). Follow-up (22feb2016): this contactable consumer reported by way of claim letter. This female patient wore the thermacare heatwrap from approximately 1 to 5 pm on (B)(6) 2015. After removing the wrap, she experienced pain and had burns on her back. It was reported that her burns were not infected. As of 22feb2016, the clinical outcome of the event pain was unknown.